Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has previously caused or contributed to patient injury. Device issue: separated guide wire tip. It was reported that the guide wire and the ivus catheter were being used in the rca. When the ivus was withdrawn it was noted that the guide wire tip had separated approximately three inches from the tip. No resistance was felt at any time during the procedure. The guide wire tip was removed with the ivus catheter. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible in the core. There was no contrast visible. The core was separated 8.3 cm proximal to the tipball. The jacket was jagged at the separation. There was a kink in the core 2 cm proximal to the separation. There were two kinks in the core, 3.3 cm and 6.6 cm distal to the separation. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem showed that the guide wire core fractured from ductile overload at a bend. For this type of failure when used with ivus, typically the ivus was advanced too close to the tip of the guide wire. Many ivus devices warn not to advance the ivus too far on the floppy portion of the guide wire because the short rail of the ivus needs more support than the floppy tip coils can provide. Withdrawing the ivus can buckle the guide wire and can cause the bending that was found in the analysis. Because the tip of the guide wire is very fragile, it is possible that resistance may not have been felt as reported. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. Manufacturing assures the quality of the guide wire through visual and dimensional inspections and 100% non-destructive pull test of the hypotube joint. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met.